Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl. Reportedly, the customer lost consciousness. Ems was called and transferred the customer to the emergency room where they were subsequently admitted to the hospital. Customer received glucose to address bg level. Customer was discharged on 7/15/2025 with the issue resolved and no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.